Event description:
It was reported that the patients leads migrated. The patient underwent a spinal cord stimulator (scs) explant procedure. Additional information was received stating that the scs system was explanted. No further information was provided.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 21036464. UDI: (B)(4).

Event description:
It was reported that the patients leads migrated. The patient underwent a spinal cord stimulator (scs) explant procedure. Additional information was received stating that the scs system was explanted. No further information was provided.

Event description:
It was reported that the patients leads migrated. The patient underwent a spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 20930206 UDI: (B)(4).